Event description:
A customer contacted beckman coulter inc. (Bci) reporting both the creatinine (cre) and total protein (tp) cups were over filling and reagent was leaking on the floor. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and did not see any leak from the cre or tp cup. Fse inspected the modular chemistry (mc) waste manifold and vacuum canister and found clogged fittings and the canister was dirty. Fse cleaned the clogged lines and canister and verified system operation following calibration and qc run.